Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities for the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the u.s., it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the u.s.

Event description:
The procedure was to treat a de novo concentric lesion in the mildly tortuous, heavily calcified, mid left anterior descending coronary artery. The 2.5x15mm nc tenku balloon dilatation catheter (bdc) was advanced for post-dilatation. During the first inflation, the balloon ruptured at 10 atmospheres. The procedure was successfully completed with a same-sized non-abbott bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.